Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 09/01/2004 and was last repair on 01/15/2014 for the same issue. Evaluation of the device observed it did not operate; however, a cause could not be determined as the motor was isolated and tested during post-repair analysis and was found to function properly and within electrical specifications. The power switch and power cord both passed continuity testing, and the device was outside of calibration specification only at the zero thickness setting. Previous repair included replacement of the motor, power cord assembly, and standard repair parts. Repair of the device included replacement of the motor and standard repair parts, along with installation of the width plate screws. The customer's reported event was confirmed during testing of the device; however, a cause could not be determined as the motor was isolated and tested during post-repair analysis and was found to function properly and within electrical specifications. The power switch and power cord both passed continuity testing. The device was serviced and returned to the customer.

Event description:
It was reported that the electric dermatome handpiece was not powering up. There was no pt harm or delay reported, and the procedure was completed with an alternate device.